Event description:
As reported by the field clinical specialist, approximately 2 months post tf tavr with a 29mm sapien 3 valve in the aortic position, the valve was explanted and it is unknown if the valve was replaced. The reason for the explantation was due to endocarditis. The patient outcome was believed as stable.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
.As reported by the field clinical specialist, approximately 57 days post tf tavr with a 29mm sapien 3 valve in the aortic position, the valve was explanted, and it is unknown if the valve was replaced. The reason for the explantation was due to endocarditis. Per report, they think it went undetected. The patient outcome was stable. Per medical records review, the patient presented to the ed with complain of progressive dyspnea, headache and altered mental status during a few days prior. Upon work up was admitted with sepsis due to staphylococcus aureus mrsa bacteremia, s3 valve endocarditis, rocking 29mm s3 valve with appearance with appearance of an outflow track abscess and rhythm disturbances requiring temporary pacemaker insertion. The valve was explanted 3 days after admission and was found to have large vegetation with phlegmonous changes of the aortic valve. Per the surgeon findings, there was a heavy burden of vegetation on the valve, and extensive calcifications along the annulus on walls of root. Hospital course was complicated by acute kidney injury and thrombocytopenia, both secondary to the sepsis. The patient continued to decline hemodynamically and progressed to multi system organ failure due to septic shock with a poor prognosis. Upon discussion with family, it was decided to change the patient's directive to comfort care only. The patient passed away 4 days after admission

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b5 and h10 has been updated. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient factors (staphylococcus aureus mrsa bacteremia) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.